Event description:
Complainant alleged that while attempting to defibrillate a pt, the device failed to allow the associated defibrillator to discharge. Complainant indicated that the clinician obtained another device to continue treating the pt. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction. Subsequent testing of the device by the facility's biomedical engineering dept did not duplicate the reported malfunction.